Event description:
The reporter stated that the device dexcom g6 was giving her incorrect readings. The device read normal blood glucose level when her blood sugar was low at 40mg/dl with fingerstick, she suffered a diabetic stroke on the left side as a result of this wrong reading. Dexcom g6 is recalled now but the reporter doesn't want to return the device and wants a compensation for the loss. She wants the device to be taken off market completely because she doesn't want others to suffer like her.